Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a laparoscopic hepatectomy procedure, a hematoma was found and reoperation was performed. The device was used on the hepatic parenchyma and vascular channel. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
Upon further review of the event by company medical director, granuloma is a typical part of the healing process. It does not appear to have caused any injury, but rather was found during a planned re-operation almost three years later. Therefore, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4).

Event description:
A granuloma not a hematoma was found and reoperation was performed. The doctor in charge and the clinical pathologist say that the granuloma is due to a metallic allergy. A metal allergy test of the patient has not been performed yet. The patient has recovered and has already been discharged from the hospital. There were no anomalies in the function of the devices.